Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for gluc3 glucose hk (gluc3). It is not known if the erroneous result was reported outside of the laboratory. The initial gluc3 result was 0 g/l. The repeat result was 1.15 g/l. No adverse event occurred. The gluc3 reagent lot number and expiration date were not provided. After the customer performed different, unspecified actions on the sample probe and eventually changing it, correct patient results were received. The customer performed repeatability tests which were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Reagent issues can be excluded as a potential root cause since the repeat result was acceptable under the same reagent conditions. Based on the information available, it is likely that insufficient pre-analytical handling occurred at the customer site. Micro-clots or fibrin in the sample fluidics can partly block the sample probe and affect the proper aspiration and dispensing of the appropriate sample volume. Possible root causes for this event may be related to sample quality and insufficient maintenance.